Manufacturer narrative:
Pt. Enrolled in the proact study, pas enrollment # (B)(6). Plan for new drain placement and antibiotic therapy. On (B)(6) 2024 ir drain placed into lymphocele. (B)(6) 2024 ir injection of dye into drain. No leakage of lymphocele. Sclerotherapy done. Some inflammation noted after procedure. On (B)(6) 2024 called by patient for a fever of 101. Went to outside ed. Non septic. CT shows lymphocele. Discharged on ciprofloxacin and metronidazole. (B)(6) 2024 subject had PICC line placed for antibiotic treatment. (B)(6) 2024 ir drain removed. On (B)(6) 2024 patient reports he is doing well.

Event description:
Pt. Reports over the last week he has had new onset of chills, malaise, and fever following drain removal on (B)(6) 2024.